Manufacturer narrative:
Date of event: unknown as information was not provided. The best estimate date is between (B)(6) 2019 and (B)(6) 2020. It was indicated that the iol is not being returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported pcb00 19.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2019. The pcb00 19.5 diopter lens was explanted on (B)(6) 2020 due to complaints of decreased visual acuity and replaced with a pcb00 21.0 diopter lens. It was reported there was no patient injury, no surgical and/or medical intervention, and the patient was reported as doing fine. The lens in not being returned. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.